Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call fluctuating blood glucose levels and issues with the insulin pump. Customer's blood glucose level went as low as 22 mg/dl and as high as 289 mg/dl. Customer believed they had low blood glucose levels due to manual shots. Customer was found sweating, moving around fighting for their life and they were unable to see. Customer went to the hospital due to low blood glucose levels. Troubleshooting on the insulin pump was performed. Customer performed and passed the high pressure test. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.